Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter had a needle detach. The following information was provided by the initial reporter: when uncovering the insyte, the needle is observed inside the safety cap. When uncovering the catheter, the needle comes out along with the protector.

Manufacturer narrative:
Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.

Manufacturer narrative:
Investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter had a needle detach. The following information was provided by the initial reporter: when uncovering the insyte, the needle is observed inside the safety cap. When uncovering the catheter, the needle comes out along with the protector.